Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the surgeon that he revised a broken exeter stem. According to the surgeon, the patient came to the hospital with hip pain. X-rays confirmed a broken stem. Original date of surgery was (B)(6) 2005. The broken stem was removed and revised with a short exeter revision stem.

Manufacturer narrative:
An event regarding fracture involving an exeter v40 stem 44mm no 0 was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis concluded no material defects were seen on the parts examined. A material analysis has been performed. The report concluded: ¿the neck of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material defects were seen on the parts examined.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the neck of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material defects were seen on the parts examined.

Event description:
It was reported by the surgeon that he revised a broken exeter stem. According to the surgeon, the patient came to the hospital with hip pain. X-rays confirmed a broken stem. Original date of surgery was (B)(6) 2005. The broken stem was removed and revised with a short exeter revision stem.